Event description:
The customer reported generation of negative anion gaps on their au680 clinical chemistry analyzer. Customer didn¿t provide any patient results and did not know if any individual assays were erroneous or not. The erroneous patient results were not released from the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the au680 clinical chemistry analyzer. The fse inspected the instrument and observed air in the ise buffer syringe. The fse determined the cause of the failure was due to the faulty ise buffer syringe. The fse replaced the ise buffer syringe which resolved the issue. No further issues were observed and the issue was resolved.